Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. It was reported that the pump emitted a cs 052 call service alarm. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up # 1 date of submission 7/06/2016 device evaluation: the device has been returned and evaluated by product analysis on 6/15/2016 with the following findings: there were multiple call service (cs 052) alarms observed in the black box and alarm history. The call service 052 alarm was duplicated during the 24 hour test in the investigation. Unrelated to the complaint, the pump was opened and there was moisture observed on the printed circuit board components (c2 and r37). (B)(4).